Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 221,437 joules used, the physician noted that the first fiber was flashing (excessive fiberlife use). The fiber was exchanged; however, the second fiber exhibited the same issue at 47,178 joules used. A third fiber was used to complete the procedure. ¿no harm to patient¿ , outcome ¿ok¿ reported. *this event is for the first fiber. Gland volume: 60 g time expended: 28:40 minutes